Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: during the index procedure on (B)(6) 2015, the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 20 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast, however, filter legs did appear outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 20.8 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 2.1 degrees. At 140 days post-procedure there was no indication for filter retrieval and the patient was also unwilling to undergo retrieval. On (B)(6) 2016 (408 days post-procedure), the one year follow-up and imaging were completed. It was determined that filter retrieval would not be attempted due to ongoing risk for pe. Site CT noted: grade 2 filter leg interaction with ivc wall. Patient outcome: the patient was discharged on (B)(6) 2015 and remains in the study.

Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. Imaging review confirms grade 2 interactions involving 3 of the 4 primary legs and the ivc wall. No evidence of pericaval inflammatory changes and no mention of symptoms related to the perforation. Initial venogram from time of placement showed notable tenting of the ivc wall without evidence of frank perforation. Initial tenting may be a predictor of developing perforation. However, there is nothing in the literature that supports this hypothesis. Furthermore, the imaging review found tilt of 1-4 degrees. According to the imaging review, ¿the definitive cause for the perforation is indeterminate.¿ filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: during the index procedure on (B)(6) 2015, the patient received a celect® filter. The inferior vena cava (ivc) diameter at the intended filter location was 20 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast, however, filter legs did appear outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 20.8 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 2.1 degrees. At 140 days post-procedure there was no indication for filter retrieval and the patient was also unwilling to undergo retrieval. On (B)(6) 2016 (408 days post-procedure), the one year follow-up and imaging were completed. It was determined that filter retrieval would not be attempted due to ongoing risk for pe. Site CT noted: grade 2 filter leg interaction with ivc wall. Patient outcome: the patient was discharged on (B)(6) 2015 and remains in the study.